Manufacturer narrative:
The device was returned to olympus for inspection where a residue foreign material was confirmed. Based on the results of the investigation, olympus confirmed foreign material came off of the device, but the type of the material or root cause cannot be identified. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope scope connector was dirty and there was no electrical continuity due to corrosion on the distal end. There was no patient involvement.